Event description:
It was reported that the programmer generated an error message when attempting to auto-identify an implanted device model. The error was cleared by cycling the programmer's power but it regenerated when attempting a wireless interrogation of the device. The programmer was returned for service. It was reported that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that when an implantable cardioverter defibrillator (ICD) was interrogated an error occurred.